Event description:
It was reported that the g& inserter stuck out from the thop of the g7 cup. An alternate inserter was used with no further issue. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 d10 g3 g6 h2 h3 h6 h10 one g7 str modular shell inserter item# 110003451 lot# 338440 was returned and evaluated. Upon visual inspection there was scuffing visible on the shaft along with wear marks. The strike plate has impact marks. No product was returned or pictures provided; visual and dimensional evaluations could not be performed for the threaded shaft. A review of the device history records identified no deviations or anomalies during manufacturing. Part and lot identification are necessary for review of device history records, but neither were provided for the threaded shaft. The device is used for treatment. Complaint history review cannot be performed without product identification for the threaded shaft. Complaint history review is not required for a limited investigation. Medical records were not provided. A definitive root cause cannot be determined for the threaded shaft. The investigation could not verify or identify any evidence of product contribution to the reported problem with the inserter. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.